Manufacturer narrative:
(B)(4). Final analysis found that the lead was returned in two pieces. The outer insulation was abraded at 2.6 cm to 4.9 cm from the distal tip electrode due to friction to another device and at 45.6 cm to 45.9 cm due to friction to the device can.

Event description:
This report is to advise of an event observed during analysis.